Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that this left ventricular (lv) lead had migrated from its original implant position causing the patient to experience stimulation. A rise in thresholds, loss of capture, and a high out of range pacing impedance measurement of greater than 3000 ohms was also observed. An x-ray taken had confirmed the lv lead had migrated into the pocket. The lv lead was programmed off and surgical intervention was performed and the lv lead was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this left ventricular (lv) lead had migrated from its original implant position causing the patient to experience stimulation. A rise in thresholds, loss of capture, and a high out of range pacing impedance measurement of greater than 3000 ohms was also observed. An x-ray taken had confirmed the lv lead had migrated into the pocket. The lv lead was programmed off and for now it remains implanted and in service. No adverse patient effects were reported.